Event description:
The technician was at the account to work on a bed and the account alleged they had pt falls but would not release any info.

Manufacturer narrative:
The technician investigated and the account alleged they have had pts fall but they are unable or unwilling to provide him with any details. The technician found the account is alleging the bed not placing a priority nurse call. Normal nurse call is placed when pt exits bed, but nurses do not respond to that as quick as if a priority alarm is placed. The technician found the account does not have the model bed they alleged the falls took place. The account could not provide him with model, serial number or date of occurrence for the falls. The technician checked several beds and found no issue with no sending a priority nurse. All beds checked functioned as designed.